Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: unable to obtain any further information. The patient demographic info: age, weight, bmi at the time of index procedure. Other relevant patient history/concomitant medications. Were there any intra-operative complications? Any concurrent procedure/device implantation? When was the mesh exposure first noted by a physician? When was the stone formation diagnosed? Location? Please provide a date and details/findings of surgical intervention? What is in the surgeon¿s opinion a contributing factor to stone formation? What is the patient's current status? Product code and lot #? Will product be returned? If yes, provide a return date, tracking information?

Event description:
It was reported that the patient underwent an unknown gynecological procedure in 2008 and the mesh was implanted. The patient experienced pain, urethral erosion and calculus formation and underwent a surgery to remove urethral mesh and stone and reconstruct urethra. Additional information has been requested.